Event description:
It was reported that the coude indicator was not aligned with the tip of the coude intermittent catheter.

Manufacturer narrative:
The reported event was confirmed. Four bardia coude olive tip urethral catheter were returned sealed in their original packaging. This investigation was opened as in invest # 1399678, one of the catheters contained a tip that was not aligned with the coude indicator. The root cause is due to a "machine error" or "preventive maintenance not performed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude indicator was not aligned with the tip of the coude intermittent catheter.